Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, high thresholds and undersensing was noted on the right atrial (ra) lead. The ra lead was attempted not used and replaced. No patient complications have been reported as a result of this event.